Event description:
A customer contacted physio-control to report that the electrodes of their device were connected to the patient; however, the device did not detect ECG rhythm. As a result, defibrillation therapy would not be available, if needed. The patient associated with the reported event did not survive. There was no report that the device use contributed to the patient outcome.

Manufacturer narrative:
A third-party service agent was unable to duplicate or verify the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. A third-party service agent performed an initial evaluation of the customer's device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that the electrodes of their device were connected to the patient; however, the device did not detect ECG rhythm. As a result, defibrillation therapy would not be available, if needed. The patient associated with the reported event did not survive. There was no report that the device use contributed to the patient outcome.